Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider (hcp)) regarding a patient who was receiving dilaudid (hydromorphone) (dilaudid 3mg/ml at 0.6717mg/day) via an implantable pump for unknown indications for use. It was reported that the patient was witnessed multiple times, flipping her own pump in the surgeons office setting. She did not think the pump was working correctly anymore at this time. The managing physician at that time decided to take her to the operating room (or) to further investigate and perform a catheter dye study. Upon opening her pump pocket, it was noted to be very tangled and had flipped numerous times. The hcp stated that it looked like it had kinked multiple places. After untangling all of the catheter, he performed a catheter day study and was able to draw back multiple cc's of clear fluid. He then tried to perform a catheter dye study with isovue. He stated he thought that the catheter might still be intrathecal. It was at that time the hcp decided it was with the patient¿s safety in mind that he would remove the pump since she was noncompliant. He then went to her back in session at the catheter insertion point, and noted that it was also tangled and twisted there prior to removing. The patient's weight was asked, but unknown. The patient's medical history included chronic pain with narcotic drug addiction. The patient's status at time of report was alive - no injury. The issue was resolved at time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-aug-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.